Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the manifold cps were damaged. There was no pt involvement, as this occurred out of box.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans o submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).